Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old male undergoing coronary artery bypass grafting was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while advancing the pump, the catheter kinked due to the patient's challenging anatomy and the pump was subsequently removed. A second pump was prepped and implanted for patient support. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. A catheter and cannula kink were observed. The root cause of delivery issue is determined to be use issue because the pump was removed and a visual kinking/buckling of the catheter shaft at the level of the motor was seen.